Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and no delivery alarm. Customer was not able to see last bolus given. Customer reported that buttons may have been pressed up against a chair handle. Customer's blood glucose was 50 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for low blood glucose and would monitor insulin pump.